Event description:
When the fogarty catheter was tested before use, the balloon could not be deflated. Another catheter was used in the procedure and no injury occurred. Based on the reported planned procedure, the use may have been off-label. As reported: "consequences: waste of time for the operator if the device was not tested before use or if the balloon would not deflate during use in patient's head (patient was (B)(6))". Attempts to obtain additional details are underway.

Manufacturer narrative:
The catheter is expected to be returned for evaluation; however, it has not yet been received.

Manufacturer narrative:
One catheter was received without the packaging or the syringe. There was no visible damage observed with the unaided eye. The balloon was examined and the balloon latex and both windings appear to be in good condition. A 1ml laboratory sample syringe was used for testing. The balloon was inflated with 0.2cc air; it inflated clearly and concentrically and deflated in less than 1 second without the syringe attached, which is within the allowable specification. A review of the manufacturing records indicated that the product met specifications upon release. The complaint was not confirmed. The catheter responded appropriately during functional testing. No evidence of a manufacturing nonconformance was identified during the evaluation. It could not be determined if device handling may have contributed to the complaint. No actions will be taken at this time.